Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 200 mg/dl. The customer adjusted basal settings. Reportedly, to address the bg level, the customer overcorrected and blood glucose level went down to 30 mg/dl. The customer consumed food to treat bgs. Additionally, the customer is working with their health care provider to make adjustments regarding the customer's insulin therapy.